Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device delivered intermittent stimulation to the pocket following a polarity switch. The device was explanted and replaced as it was near its elective replacement indicator. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
As received, the pacemaker was in the normal range of operation with a battery voltage above the elective replacement indicator (eri). The device image (entire memory contents) recorded high impedance values on the atrial lead before the event date. This could have triggered the automatic mode switch to unipolar and increased the amplitude to supply sufficient output for the elevated impedance. Electrical and mechanical analysis indicated normal device functionality.